Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a female patient, who was undergoing an initial shoulder implant surgery, was found to have a humerus fracture. During the procedure, the surgeon had placed the cut guide against the humerus and resected the humeral head. He then began to ream the humerus working through the reamers. The patient has an exactech total shoulder on the contralateral side and had a 15 stem in which is what the surgeon was targeting, he reached the 15 reamer and was just finishing reaming, when he felt something on the humerus, so he stopped reaming and had xray come in. They took an image, and the doctor noticed a fracture approx. 20-30 mm below the top of the reamer. He exposed the fracture and decided the best plan of action was to close the wound and address the fracture the next day when the proper plates and equipment were available. He also contacted his trauma partner and scheduled him to help in the repair of the fracture. On (B)(6) 2023 the case began with both surgeon¿s addressing the fracture with a small frag plate. The fracture reduced nicely, and the surgeon also added on a longer proximal humerus plate with screws and a kinked super cable proximally. Once the fracture was repaired the surgeon completed the reverse shoulder utilizing a preserve stem cemented in the humerus and plate screws. The glenoid was repaired and a 38 glenosphere was implanted with standard glenoid plate. They then trialed the tray and liner and found that the 38 +0 liner and +0 tray was the correct size and implanted the final implants. The shoulder was reduced and then closed. There were no device breakages or delays reported. The patient was last known to be in stable condition following the event. No device returns anticipated as nothing happened with the implants. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the intraoperative bone fracture reported cannot be conclusively determined but may be related to a patient condition or high forces during broaching, reaming, exposure, or retraction. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.